Event description:
Note: this report is a supplement to manufacturer report # 3005099803-2008-1739.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration date are unknown. A functional evaluation of the returned device revealed a small amount of residue present on the product to indicate use. Also, the balloon had a small pinhole in it, causing leakage and rendering the device non-functional. Although the customer complaint was confirmed, it cannot be determined conclusively how the small hole in the balloon occurred. The pinhole was not along the balloon's seam (its weakest point), which is indicative of a manufacturing defect. It is also possible that the balloon came into contact with a sharp or abrasive material, which in turn could cause a small hole in the balloon.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was used during a procedure. (Patient gender, age, and weight are unknown). According to the complaint, the balloon ruptured after two weeks of replacement. The procedure was completed with another device. The procedure was able to be performed successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."